Event description:
A caller reported an error related to their continuous glucose monitor, designated as error 42. There was no adverse impact to the customer's blood glucose level. The customer received information on how to reset the pump and planned to perform the reset when ready, with instructions to follow up if the issue persisted.